Manufacturer narrative:
On 12/20/2013 complaint unit was received from the field for evaluation. Refer to evaluation# (B)(4) - touchscreen intermittent after unit was turned on for an extended period of time. Found "cold" solder joint on main board header. Could not determine cause of cracked solder joint. Repaired solder joint to finish evaluation. Unit functioned within all other specifications. Resoldered header contacts on main board. Checked and tested. On 01/07/2014, rga coor. Voided rga (B)(4), as it is a duplicate of rga (B)(4). On 01/23/2014, the DHR console s/n (B)(4) was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. A review of console history (s/n (B)(4)) was performed during the months of 07/12/2013 through 12/12/2013 and showed that this unit was evaluated on 11/25/2013 for the same issue. A review of the complaints database showed that to date there are (B)(4) reported console complaints due to touchscreen failure. CAPA (B)(4) was opened to address the console touchscreen malfunction.

Event description:
Touch screen is still not functioning properly. Console was sent in previously and the reported malfunction could not be verified.